Manufacturer narrative:
Details of the complaint on (B)(6) 2019, customer at (B)(6) health partners reported all devices on her cns (pu-681ra sn: (B)(6) were in comm loss. Service requested troubleshooting/assistance. Service performed no issue was found with the host server or network. Customer reported all communication resumed with no actions performed. Logs were collected however the windows system logs were found to be deleted. Investigation result the cns warranty began 03/02/2019. The reported issue occurred after approximately 4 months at customer site. Review of device sap history found other reported issues with the unit: (1) 300176425 reported on (B)(6) 2019 for issue: adt not working. Customer later reported everything was working and they did not need assistance. (2) 300177731 reported on (B)(6) 2019 for issue: missing review data. Issue reported after severe outage. (3) 300181104 reported on (B)(6) 2019 for issue: intermittent comm loss on 4 cns's. Further information is pending. While troubleshooting, nk support was unable to find any issues with the server or network. Investigation is limited as system logs had been deleted, and could not be reviewed. From the information available, the root cause could not be determined. The cns was able to notify user of issue with message "comm loss". The issue appeared to have resolved itself without nk assistance or servicing. This issue is not suspected to be caused by deficiency of the cns. Additional information: b4. Date of this report. D11. Concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. D11. Concomitant medical products. The following devices were being monitored by the cns: gz telemetry.

Event description:
The customer reported that the central nurse's station (cns) experienced communication loss with all gz telemetry devices. No patient injury or harm were reported.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) experienced communication loss with all gz telemetry devices. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being monitored by the cns: gz telemetry.

Event description:
The customer reported that the central nurse's station (cns) experienced communication loss with all gz telemetry devices. No patient injury or harm were reported.